Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item number and lot number (DHR/IFU/rmf). No per was provided. No pre-existing conditions were provided and the patient had unknown bone density. The reported device was located on an unknown tooth and was used for an unknown duration. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1226761). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226761) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the screw fractured.